Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high lead impedance of rv lead was observed. The physician decided to continue with routine follow-ups. The patient was stable before, after and during. There was no harm to the patient.

Event description:
New information notes that the patient presented to clinic again with an alert for hv lead impedance in both can to rv and can to svc. Programming changes were made. Patient was in stable at all times and will continue with routine follow-ups.